Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was found to be in backup reset mode with no backup de-fibrillation function on (bdfo). No further information was reported.

Event description:
New information indicated that the patient had an MRI without programming the device in MRI condition mode. A device restoration was performed successfully and reprogrammed. There were no adverse health consequences, the patient was stable.